Manufacturer narrative:
Additional information received indicated that the patient underwent an abdominal CT scan on (B)(6) 2016 which revealed possible cellulitis of the abdominal wall while driveline exit site cultures were positive for staphyloccocus aureus. The patient's antibiotic regimen was changed from oral bactrim 500 mg, to intravenous ancef. He was discharged home on (B)(6) 2016 on oral keflex 500 mg three times daily, indefinitely. The patient's pain is reported to have resolved. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient experienced a driveline infection with hospitalization. No more information was provided. Investigation is ongoing.

Manufacturer narrative:
Additional information provides clarification to previous event descriptions. It should be noted that after the patient was started on oral keflex 500mg twice daily on (B)(6) 2016 due to cultures positive for staph aureus, the patient presented back to the vad clinic on (B)(6) 2016 with increasing pain at the driveline site. At this time, the patient was admitted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.